Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was in good condition.

Manufacturer narrative:
Returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole at the distal end of the markerband. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was in good condition.